Event description:
It was reported that a spectrum pump failed the occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed occlusion test which was not reproduced. During the evaluation, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. Elevated downstream sensor current readings can make the device more sensitive and cause false downstream occlusion alarms. The downstream pressure plate gap was also found out of specification. The downstream tubing guide assembly was calibrated and the downstream sensor was replaced.